Event description:
It was reported that the patient underwent surgery to explant a non-bsc artificial urinary sphincter (aus), subsequent to the implantation of a new bsc aus. No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).